Event description:
During treatment of an unruptured aneurysm, the physician had tracked one pxslim straight successfully in the patient and when pushing first coil noticed the detachment zone would not push completely out into aneurysm with about 1 cm to go and thought maybe the coil kinked inside of the microcatheter and kinked the catheter. The physician tried a second coil and same thing happened. He then removed pxslim from the patient and noticed a small kink between distal and proximal markers on catheter. He used another pxslim successfully. There were no patient issues related to this device issue. Mdrs 3005168196-2013-00007 and 3005168196-2013-00008 are related to the same patient/event.

Manufacturer narrative:
This device is not available for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Tha manufacturing records for this lor were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.